Manufacturer narrative:
Additional information received by smiths medical that there was no patient involvement.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed a double beep alarm. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device a functional check was performed. The customer reported condition was confirmed. Based on the evaluation the pump was found to be double beeping on power up and went into "upstream occlusion" alarming message.problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.